Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit panel display disappeared during use and the power indicator light illuminated while the panel remained dark. The issue occurred during a therapeutic procedure. The procedure was successfully completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the front panel remains off even after power-on due to a circuit board failure. The most probable cause is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: "¦chapter 7 troubleshooting danger never use the high flow insufflation unit (uhi-4) if an irregularity is observed. Damage or irregularity of the high flow insufflation unit may compromise patient or user safety and may result in more severe equipment damage. All leds are turned off. An error is detected in the internal circuitry of the high-flow insufflation unit. Turn the high flow insufflation unit off and on again. If the caution continually sounds, contact olympus." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.